Event description:
It was reported, that during precleaning, the customer noticed the videoscope had small black pieces floating around in the water. The issue occurred during reprocessing of a diagnostic cystoscopy procedure. The physician did not notice any problem during the procedure. There were no reports of patient harm, no delay, and the procedure was able to be completed using the same set.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted. This report is linked to the patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, there were no abnormalities in the device related to the foreign object observed. The foreign object (black pieces) could not be identified. The cause of the foreign object residue in the device could not be identified. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): chapter 3 compatible reprocessing methods; chapter 4 reprocessing workflow for endoscopes and accessories; chapter 5 reprocessing the endoscope (and related reprocessing accessories); chapter 6 reprocessing the accessories; chapter 7 reprocessing endoscopes and accessories using an aer/wd. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.